Event description:
During the atrial fibrillation ablation, the right groin was punctured, and an introducer was advanced to the right atrium. Following a Brockenbrough transseptal puncture, the introducer was advanced into the left atrium, and an Advisor HD Grid catheter was inserted through it. At that point, a blood leak from the introducer hemostasis valve was observed. The introducer was subsequently replaced, and the procedure was completed with no adverse consequences to the patient.